Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597. E1: initial reporter first name: updated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified brachial vein. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for several seconds, the balloon ruptured around the center of the balloon. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified brachial vein. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for several seconds, the balloon ruptured around the center of the balloon. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.